Manufacturer narrative:
The device was not retained by the hospital for evaluation. At this time, there is no allegation of product malfunction but only an adverse event associated with the use of an edwards device.   The device was discarded at the hospital. The event was presented by the edwards sales representative and the device was not returned for evaluation.  The instructions for use instruct the user to:  to minimize trauma to the coronary sinus, exercise care during placement of the catheter and manipulation of the heart while the catheter is in place  take care whenever repositioning the catheter; do not reposition within the coronary sinus with the balloon inflated. Monitor cardioplegia line pressure whenever infusion is in progress. Proper surgical procedures and techniques are the responsibility of the medical profession. Described procedures are provided for informational purposes only. Each physician must determine the appropriate use of this device for each patient based on medical training, experience, the type of procedure employed, and the benefits and risks associated with device use. No device malfunction is indicted in the report and the events reported are included in the labeling.  No actions are needed at this time. For complaints/reports of injury without a product problem,  it¿s important to show that the type of event is a known potential complication or adverse event, is included in the labeling/training materials, and in the information we provide to help avoid the issue. All labeling and training appropriately address the risk. Manufacturing records could not be reviewed as a lot number is unknown. Trends will continue to be monitored through the use of edwards quality systems.

Event description:
It was reported that "coronary sinus got damaged while using the cannula." The doctor commented that he felt the tip was hard, and he would like to know if the material of the tip has changed or not. He also commented that he has been using rc2012 for more than 10 years, but it was the first time to experience this issue. Occurrence date is unknown. Npr.